Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The lot number was not recorded and could not be obtained. (B)(4).

Event description:
It was reported that during a coronary orbital atherectomy procedure and stent deployment, a perforation occurred. The target lesion was 99% stenotic and was located in the left anterior descending (lad) artery. The physician used a 6fr introducer sheath, corsair guide wire and a v18 guide wire to access the lesion. The v18 guide wire was exchanged for a csi viperwire guide wire and a csi orbital atherectomy device (oad) was loaded onto it. The physician performed three runs at low speed and post-atherectomy angiography did not reveal any complications. The physician followed-up atherectomy by deploying a stent across the lesion. At this point, a perforation was observed angiographically. The physician then deployed two graftmaster stents and successfully resolved the perforation. The patient status remained stable throughout the procedure and was sent to the ICU for monitoring. Later that evening, the patient went into ventricular fibrillation and returned to the cath lab for treatment of no flow in the lad artery. The patient was stabilized, but coded in the ICU a couple days later and expired. The physician reviewed angiography post-procedurally and identified that the initial guide wire introduction was subintimal. The physician subsequently performed orbital atherectomy subintimally and this may have contributed to the perforation. A request for additional information was made, but could not be provided to csi without patient name and d.o.b.